Event description:
During davinci, monopolar curved scissor was in arm 1. The instrument needed to be taken out but it was stuck. At the tip of the instrument, the instrument tip was turned and tip cover was curled in such a way the instrument could not be moved. To get instrument out, the whole trocar was removed. The tip cover was taken off so the tip of the instrument could be assessed. The orange paper the tip cover goes over was noted to be tearing and that probably caused tip cover to get stuck so the instrument could not be removed from trocar. The monopolar scissor had 2 lives left on it after this use. Instrument bagged and placed in office. No harm caused to patient.